Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of medical intervention. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer observed following from an external and internal inspection: unknown dust-like contamination on top enclosure, front panel, rear panel, pca board, bottom enclosure, inlet of blower box, blower box, blower, and blower seal, an unknown contaminant was observed on top enclosures, o-ring of rear panel, and on the inside of iso port. Hair-like particles were observed on front panel and bottom of the enclosure, a keratin-like substance was observed on blower box outlet. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam/breakdown was not confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Manufacturer narrative:
Box h: problem code grid was updated.